Event description:
Continuous since I started on the animas vibe pump. Screen is not visible in sunlight. Hiking, running, biking, boating, fishing, horse back riding are all activities I have done this summer. Cannot adjust my basal rate to temporary lower rate and cannot bolus when I am outside. Reason: cannot see the screen. Blood glucose has been very high at times and very low at others because I cannot adjust the insulin dose.